Event description:
It was reported the lift suddenly dropped while the patient to the left while the patient was in the lift. The patient his head during the drop. No further patient complications were reported as a result of this event.